Event description:
It was reported that there was premature battery depletion. No action was required as a result of the event. No diagnostic testing or troubleshooting was performed. It was noted that the patient¿s rechargeable device now needed 2 hours and 50 minutes to get fully recharged with good communication between the charger and implantable neurostimulator (ins) instead of 1 hour and 45 minutes previously. The patient had not followed up in 2 years. Patient was alive with no injury. No patient symptoms were reported. Additional information received reported no reprogramming or troubleshooting would be done. It was unknown whether recharging was performed with a replacement recharger. Implant date was in 2011.

Manufacturer narrative:
(B)(4).